Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data was unable to confirm hyperglycemia on the reported event date of 2024-06-28, as there is no cgm data or insulin dosing from the ilet from 2024-06-23 until 2024-06-28 (except for 70 minutes of cgm data on 2024-06-25, but no insulin dosing). During this period, the device ran out of battery multiple times, had no insulin in the cartridge, and was disconnected from the user's cgm. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended when it was able. This hyperglycemic event was caused by a failure to maintain the device to ensure continuous insulin delivery by not maintaining the device's battery and not replacing the insulin cartridge when it was empty.

Event description:
On 6/28/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/28/2024. It was reported the user has asperger's and physical disabilities that prevent them from walking. The user's mother manages all functions of the ilet device except for meal announcements. The mother reported the user ran out of insulin over night after only one day on the cartridge. This resulted in the user's bg going high. Previous insulin cartridges lasted three days. The cds explained the most likely cause was a bent cannula in the infusion set. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The cds coordinated with the user's endocrinologist, who arranged for a certified diabetes educator (cde) from beta bionics to review the infusion set with the mother before the user's discharge from the hospital. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.